Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The investigation is currently underway.

Event description:
It was reported that a pta balloon allegedly could not be completely deflated and lodged within the 6f introducer sheath during its removal. The balloon could not be folded. The introducer sheath and pta balloon dilatation catheter were removed simultaneously from the patient with force. The physician completed the procedure under arteriography control. No patient injury.